Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿endovascular intervention in patients with blunt traumatic thoracic aortic injury: early results¿ toz h, kuserli y, turkyilmaz g, turkyilmaz s, kavala aa turkish journal of vascular surgery. 2024;33(3):152-9. Doi: 10.9739/tjvs.2024.09.036 a.2 a.3 mean medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿endovascular intervention in patients with blunt traumatic thoracic aortic injury: early results¿ the time frame of this study was over a ten-year period. Medtronic valiant and non-mdt stent grafts were implanted in the patient po pulation. This retrospective study included 70 patients who underwent tevar for stanford type b aortic dissection due to blunt aortic injury. Among the patient population the following malfunctions occurred: endoleak, stent migration no further information was provided pertaining to medtronic products.